Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-apr-20 rtg0295263 rtg snow rtg0295307 (con, hcp): information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said they had the ins removed in 2007 but the leads were still implanted. Pt said the ins was removed due to adverse reaction they had to the ins that started about a month or two after they had the ins implanted. Pss sent email to prs to update pt registration and pt requested pt ID card with lead information.